Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when the lead was initially implanted, the "md put a screw through my heart. I was never in so much pain in my life". The lead remains in use. No further patient complications have been reported as a result of this event.